Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was unable to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: during testing it was observed that the battery compartment threads and coin slot were damaged and stripped. The returned battery cap threads were also damaged. The returned battery cap was not able to be secured appropriately to the pump. The returned battery cap measured within specifications. A test battery cap secured to the pump and was used to complete the investigation. The battery cap contact height and width were within required specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.